Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01084. It was reported the patient underwent surgical intervention due to lead migration (reference MFR# 3006705815-2019-01081& 3006705815-2019-01082). During the procedure, the physician was unsuccessful in placement that would provide effective therapy. As a result, the procedure was abandoned.